Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced an ischemic stroke. After the procedure, while in recovery, the patient woke up and complained of headaches. The patient went home, and two days post procedure, they called the doctor complaining they had blurred vision. The physician ordered a CT scan of the patient's head and concluded discovery of right parietal and occipital lobe ischemic stroke. It was reported that MRI scan confirmed right parietal and occipital lobe ischemic stroke, 75 % stenosis of the proximal p2 segment of the left posterior cerebral artery, calcific plaque in the proximal intracranial left vertebral artery with greater than 70% stenosis, calcific plaque in the proximal intracranial right vertebral artery with estimated 50%-70% stenosis. The last known status of the patient was stable. The patient's symptoms resolved. There was no history of char / thrombus / clot. Thirty-eight pulsed ablations were performed. This was a varipulse plus case. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. The irrigation rate used during the procedure was 30 ml/min, varipulse plus. The patient has history of tias (transient ischemic attacks). No history of stroke.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 10-jun-2026, it was identified that the h7 and h9 actions were mistakenly omitted from the initial report.as a result, the following updates were made:h7 remedial action initiated type: "notification"h9 FDA correction/ removal reporting no.: "3013300026-01/17/2025-001-c "if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).